Event description:
It was reported that this left bundle branch (lbb) lead was part of a system revision due to infection. Additional information indicated that the physician opted to place a temporary pacing system while the patient underwent antibiotic treatment. A week later a new pacing system was implanted at the abdominal area. There were no additional adverse patient effects reported. This lbb lead was explanted.